Event description:
It was reported fiber damage at tip at 354,077 joules of use during a prostate procedure. The case was completed using a second fiber without further issue. Patient was reported to be ¿ok¿.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap showed burnt on detritus and devitrification of the cap at the output window. It was also found the outer flow tubing was twisted around the fiber shaft, there are indications of abrasions and lacerations, probable cause would be user handling. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.